Event description:
It was reported that the device powered off by itself. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. The usb cables were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed cables and observed that they had shorted, causing the reported failure. The device was returned to the customer for use.